Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a loss of connection occurred. It was determined that loss of connection was related to the mobile application. No additional event or patient information is available. Data has been received but not yet evaluated. A follow up report will be submitted upon completion

Manufacturer narrative:
(B)(4).

Event description:
Data was received for evaluation. However, the data cannot be further investigated. Confirmation of the allegation and a root cause could not be determined.